Manufacturer narrative:
The covidien customer service engineer (cse) replaced the pump to resolve this issue. The unit passed all testing. Covidien reference: (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced an abnormally loud noise during the patient's exhalation. It was reported that the ventilator did not stop cycling. However, the noise continued to become louder. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm as a result of the event.